Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the unit was received with the nylon washers and retaining rings worn. The torque knob in the swivel sleeve was replaced due to being bent. General maintenance and cleaning required along with replacement of worn components and torque knob. Root cause - the reported complaint was confirmed. The torque knob in the swivel sleeve was bent, requiring replacement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the bottom swivel on mayfield swivel adaptor (a1018) does not tighten properly when in use. There was no patient injury and no surgery delay reported.